Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4) - the dentist reported that, 3 months after the dental implant was installed patient¿s mouth, the loss of the dental implant was observed. No further information was provided.